Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the patient had a catheter revision. The patient stated, "I do not recall why I had to have a catheter revision" then states "I think the catheter was kinked and was not delivering medication" then "but I do not recall exactly.¿ the revision occurred on (B)(6) 2016. There were no symptoms reported. There were no further complications reported/anticipated.